Manufacturer narrative:
The subject device was not returned to any of olympus locations. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the error b30 which indicated there was the communication problem between the subject device and the endoscope was displayed at the unspecified timing. The user also reported that though the error b30 was displayed, the subject device could be kept using. The field service engineer of olympus (B)(4) went and checked the subject device at the user facility. It was duplicated the reported phenomenon when the subject device was connected to the different endoscopes. The field service engineer checked the connector and blew out, cleaned contacts, then, it was tested ok. There was no patient injury associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report of olympus europe se & co. Kg (oekg), omsc determined there was the possibility this phenomenon was attributed to foreign objects such as dust, lint, chemical residue, or sebum, on the electrical contacts. If additional information becomes available, this report will be supplemented.